Event description:
Pt admitted to outpt clinic for routine follow-up and there was found to be loss of capture from the ventricular lead. Microdisplacement was suspected and confirmed in surgery. Pt admitted for replacement.